Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. (B)(4). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a vaginal hysterectomy, anterior and posterior repair, sacrospinous colpopexy and tension-free vaginal tape procedures performed on (B)(6) 2006 to treat prolapse and incontinence. As reported by the patient's attorney, after the implantation, the patient had granuloma and a band of scar tissue. Subsequently, the patient had the scar tissue excised and underwent a small revision anterior repair. Boston scientific has been unable to obtain additional information regarding the event to date.